Event description:
It was reported that there was noise on this right atrial (ra) lead. Technical services (ts) reviewed that data and stated that a lead safety switched was triggered a few weeks ago due to high pacing impedances measuring greater than 3000 ohms. Isometrics was performed and the noise was reproduced. There was oversensing on the ra lead. Additionally, it was noted that there was loss of capture when programmed in bipolar. Ts discussed possible causes and provided programming recommendations. This ra lead remains in service. No adverse patient effects were reported.